Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and there is no repair service for the display. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the display of their device was black and no data was visible. This event occurred when the customer was attempting to retrieve the event codes in the their device¿s service mode, due to the service indicator being illuminated. However they were unable to obtain the codes because the display of their device went blank. The customer removed the battery installed in their device and reinstalled it; but the display remained blank. There was no patient use associated with this event.